Event description:
In 2000 dr utilized a sjm symmetry bypass system aortic connector (model acn-5055, lot unk) during a coronary artery bypass procedure. According to the implant record for this procedure, the outer diameter of the vessel utilized measured 4.75mm. According to the info received, the pt was asmptomatic and returned for regular study follow-up. Anigogram identified the bypass anastomosed with the aortic connector was stenosed. Additional info indicated that it appeared that a "bulldog" or "finger" may have caused trauma to the stenosed vessel and induced a response. Subsequently angiography was performed and the vessel was stented. The surgeon reported the site had been using veins that were too small for the aortic connector and some had been tight on the transfer sheaths. Some of the veins also appeared to be "kinked" when closing the pt. No additional info was received and the connector remains implanted.